Event description:
The customer reported that he went to bed with a blood glucose level of 357 mg/dl. When he took his blood glucose in the morning, his reading was 264 mg/dl. He removed the pod and noticed that the cannula was sideways and inserted into the adhesive, and that there was no insertion mark on his arm. The pod was worn between 1.5 and 2 days.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was never inserted into his arm. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.